Manufacturer narrative:
Product event summary: the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed through log file analysis which revealed power consumption and flow values within normal operating range from (B)(6) 2017 up to (B)(6) 2017. No alarms have been logged for the past 14 days up to (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of suction events may be attributed to multiple factors including but not limited to thrombus or other materials in the device, inflow cannula obstruction, or poor ventricular assist device (vad) filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbi dities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Updated initial narrative: it was reported from the clinical database that the patient was hospitalized for gastrointestinal disorder. The patient was admitted on (B)(6) 2017 and discharged on (B)(6) 2017. The patient underwent a heart catheterization. The results showed systolic pressure 60 mm/hg, diastolic pressure 32 mm/hg, pulmonary capillary wedge pressure of 26 mm/hg and a cardiac output of 6 l/min. Further information indicates that the patient presented with abdominal distention, diffuse mid-abdominal pain, bowel urgency, chills, nausea, diarrhea, and vomiting. Distention and pain transiently improved after the bowel movement but returned. It was noted that the patient had a post implant course of ileus and calculous cholecystitis. In the emergency room laboratory testing and radiology were conducted, including a computerized tomography (CT) of the abdomen/pelvis, transthoracic ultrasound, and chest x-ray. Inferior vena cava was plump and non-collapsible. Diagnosis was suck down event, biliary pathology, cholelithiasis, viral gastroenteritis, and ventricular assist device (vad) dysfunction. Therapeutics included holding fluids and prescription of anti-nausea medication. The patient was transferred to the hospital and the vad team was informed. The pump remains in use. No further information has been provided.